Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon powered on, the 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that the battery would not charge. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.